Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy the stapler pushed tissue during firing. The stapler would not release tissue and was manually released resulting in an incomplete staple line. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the fourth firing of the stapler the tissue bunched up, pushed out and all staples were malformed. No obstructions were reported on the staple line and the tissue was not calcified. The device was manually unlocked, and the procedure was completed with a hand held stapler.

Manufacturer narrative:
As of the date of this report, the reload has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided image was performed by an intuitive surgical, inc. (Isi) cde. The following additional information was provided: cde confirmed that there are loose and malformed staples in what appears to be stomach tissue. The tissue is bunched and does not appear to be transected. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green reload associated with this complaint and completed the device investigation. Failure analysis (fa) found the reload to have the knife exposed within the knife track. The reload was not found to have any firing failures based on log review, but was found to not be fully fired during in-house inspection. The reload partial fire log review details cannot be provided due to incomplete logs. Fa could not determine the applicable root cause of the exposed component. Furthermore, the reload was observed to be partially fired. When the reload was disassembled in-house, the cartridge appeared to be damaged near the location of the exposed component. Also, the reload was found to have pusher damage near the location of the exposed component, which was attributed to a component failure. The reload also was found to have blade damage when the reload was disassembled in-house. Isi also received the sureform60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed on the in-house system and an "instrument failure. Manual release previously used on device. Do not reuse" error appeared. The rfid editor was used to manually override the force expiration due to the stapler manual release. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. A review of procedure logs showed an instrument manual grip release misuse error, indicating the manual grip release wrench was used while the joints were in a locked state and the user may be attempting to use the emergency grip release without pressing the e-stop. A review of the logs showed no signs of clamping or firing failures. The instrument was fully functional with no problem detected.